Manufacturer narrative:
The customer confirmed that the reported event was no fault or malfunction from either the philips ultrasound or the transducer. Customer advised that no further actions were needed and agreed that the case can be closed. The manufacturer is submitting a final report at this time.

Event description:
An epiq cvx ultrasound system and transesophageal x8-2t transducer were used for monitoring during a single lung transplant case on a patient. Days after the procedure took place, an esophageal perforation was reported. The injury to the esophagus was repaired surgically and patient recovered in the hospital. There are no initial indications of a malfunction, however, philips has started an investigation. A follow up report will be submitted upon completion.